Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant medical devices: prass monopolar stimulating probe, identifying information unknown ; nim system, identifying information unknown. (B)(4). The product was not returned for analysis.

Event description:
As reported: this report originates from a study published in june 25, 2013 in surgery, titled, "the long-term impact of routine intraoperative nerve monitoring during thyroid and parathyroid surgery" by samuel k. Snyder, md, et al. The aim of this study was to evaluate the impact of ionm feedback on surgical outcomes over time at a single institution, and the medtronic emg-enabled endotracheal tube and nim systems were used. Of 3,435 nerves at risk, there were 105 rln injuries. The mechanism of injury for the 105 rln injuries was determined to be traction injury, compression injury, transection injury, and unknown mechanism of injury. Of these 105 injuries, four were permanent paralyses and 7 were permanent pareses. Nearly all of the permanent rln injuries occurred to rlns that were injured by direct trauma (transection). These injured nerves were repaired at the time the injury was recognized; frequently, the vocal cords regained some limited mobility that improved voice quality, but remained permanently paretic.